Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during pullback when the physician advanced it through an unknown sheath. There was resistance when the device was being removed from the unknown sheath. They assumed that the pre-exposed sealant was the reason for the resistance in the unknown sheath. Therefore, manual pressure was held, there was no hematoma formation, and there was no reported patient injury. The procedure was a diagnostic peripheral angiogram using a retrograde approach. The device was stored and prepped as per the instructions for use (IFU). The patient had an average body habitus. An unknown 5f catheter sheath introducer (csi) was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The artery diameter was verified to be greater than or equal to 5 mm in diameter. There was no tortuosity or presence of pvd / calcium in the vicinity of the puncture site. There was no visible bend/damage in distal end of the balloon shaft after removal. Excess force was applied during insertion. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The balloon lost pressure at the 2nd stop. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, the syringe was not connected to the device, and the sealant and the advancer tube were observed to have remained in the manufacturing position as received. The procedural sheath was not returned with the device. It was noted that the device was stuck to the balloon¿s protected sheath due to dried blood and dried contrast in saline solution. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, force was used to remove the device from the balloon protected sheath. It is unknown if the removing of the balloon protected sheath may have caused more damage to balloon of the returned device. A radial tear in the balloon of the returned device, approximately 4 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f2004802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 4 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as he excessive force reported, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2004802 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during pullback when the physician advanced it through an unknown sheath. There was resistance when the device was being removed from the unknown sheath. They assumed that the pre-exposed sealant was the reason for the resistance in the unknown sheath. Therefore, manual pressure was held, no hematoma formation, and there was no reported patient injury. The procedure was a diagnostic peripheral angiogram using a retrograde approach. The device was stored and prepped as per the instructions for use (IFU). The patient had an average body habitus. An unknown 5f catheter sheath introducer (csi) was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The artery diameter was verified to be greater than or equal to 5 mm in diameter. There was no tortuosity or presence of pvd / calcium in the vicinity of the puncture site. There was no visible bend/damage in distal end of the balloon shaft after removal. Excess force was applied during insertion. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The balloon lost pressure at the 2nd stop. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.